Manufacturer narrative:
The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The returned sample was connected to a calibrated system. The handpiece was recognized without issue but displayed sm. During tuning. Therefore, a burn-in test and temperature test could not be performed. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The reported ¿high temperature¿ issue could not be confirmed nor replicated during testing because the handpiece failed prime/tune before the temperature test could be performed. The handpiece was found to meet specifications in relation to ¿phacoemulsification power.¿ therefore, the root cause of the reported phaco issue is inconclusive. The handpiece was found to functionally exhibit no problems relating to the ¿loose tip system message.¿ therefore, the root cause of the reported loose tip sm is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece under investigation was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known issue previously investigated in response to an increased number of system messages and temperature high complaints received from phaco handpieces (hps) with specific manufactured dates. Manufacturing review confirms that this hp was manufactured in alignment with previously investigated handpieces. The root cause is attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. Additional investigation is not necessary for this complaint and will not be performed. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The handpiece was received for testing on this investigation. The handpiece was tested two times. A visual assessment of the returned sample revealed no obvious non-conformities. The handpiece was connected to a calibrated resistance breakout test box, where the connection between the input and output impedance of the sensor was found to be within specifications. When the handpiece was connected to the calibrated breakout test box, both the resistance and crystal dissipation between low electrode and high electrode were found to be within specifications. The handpiece was recognized without issue but displayed a sm during tuning. There was another sm which is the result of pressure sensor crosstalk in the handpiece. By disabling the active sentry feature in the second round of testing, the handpiece was able to complete tuning and burn-in with no issues. The handpiece successfully completed the five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The burn-in test included a temperature test. The temperature of the handpiece was measured and was found to be within specifications. The handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The returned handpiece was found to functionally exhibit no problems relating to any of the reported events. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. . The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that an ophthalmic handpiece exhibited getting hot and ultrasound failed . System message ( sm ) was displayed. Additional information has been requested. Additional information received indicated that surgery was completed by an alternate handpiece.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).